Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19. The field service engineer(fse) confirmed the reported alarm failure issue and replaced the alarm speaker to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Primary alarm failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.